Event description:
Customer reported after eating a small beef steak the night before not eating regular meals the next day and fell to the floor. Paramedics were called and administered customer a shot. The next day device =30 mg/dl. Home health nurse took customer to e.r. (ER). ER gave customer a small meal and monitored prior to their release. No controls were used. A request was made for return product and replacement product was sen.